Event description:
The customer reported that hours after a laparoscopic nissen procedure, bleeding was noted from the short gastric vessel of the omentum. The pt required a reoperation to repair the area and a 3000 ml blood transfusion was required. The pt is reported as still being in intensive care at this point and is extubated. The device was discarded after the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The site indicated that the incident sample was discarded. If additional information pertinent to this incident is obtained, a follow-up report will be submitted.